Event description:
It was reported that during the procedure with 2% local anesthesia and local sedation, when proceeding with the incision extension of more than 2.5 cm of some cysts on the back of the patient in prone position, the cutter ignited that caused fire to the chlorhexidine gauze which had been in close proximity causing a serious incident at chryrho3fane; however, it quickly goes out. The entire system was checked, finding no fault in the system (grounding installed, plate installed, and at no time has the device given any alarm signs). The patient was visually checked and does not present any skin lesions. The patient did not felt any pain or burning anywhere in the body. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report# mw5181880.